Event description:
Atherectomy was performed at low speed four times, after the delivery of diamondback 360 coronary orbital atherectomy device (oad) to treat a lesion. During delivery of oad, the physician felt as if the oad bent. A fracture was observed on the tip of the viperwire advance guidewire when the oad was extracted from the patient body. The fractured viperwire tip had remained in the coronary artery, and it was retrieved with a snare. The target lesion was then post-dilated with a balloon. The percutaneous coronary intervention (pci) was completed with a stent placement and the patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).

Manufacturer narrative:
The guide wire was returned for analysis. Analysis found the guide wire core was fractured at the proximal spring tip solder bond. Scanning electron microscopy (sem) analysis of the fracture face showed ductile dimples which could indicate a nitinol fatigue fracture. However, this is not conclusive as there is not a clear transition from a grainy fatigue appearance to ductile tear-off which is normally associated with nitinol fatigue. There was no evidence of necking or kinking that would have indicated tensile failure. And there was no evidence of rotational damage that would have indicated spin over damage. Therefore, fatigue failure was likely, although not confirmed and the root cause remains undeterminable. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).